Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system with the catheter shaft in three pieces. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was inside and outside the device and there was fluid and blood in the attached waste bag, when received. Inspection of the device revealed that the shaft was separated in three separate pieces. The shaft was separated approximately 86cm and 100cm from the strain relief. The entire proximal shaft was stretched with pieces of guidewire in between the shaft. The entire distal shaft was buckled and the ends of the shaft at the separations was frayed/damaged. There were numerous kinks throughout the catheter shaft and the tip was damaged. The hypotube was detached 109cm distal of the strain relief, with the last 3mm (proximal of the separation) stretched. The hypotube was also kinked. The damage to the damage is consistent to damage caused by resistance with the guidewire during advancement and removal, confirming the reported event. Due to the damage of the device, functional testing with a guidewire was not acceptable.

Event description:
It was reported that removal difficulty, tip detachment, and vessel spasm occurred. The target lesion was located in the right distal anterior tibial vein. An angiojet solent omni was selected for a thrombectomy procedure. The catheter was advanced to power pulse tissue plasminogen activator (tpa) from the below knee popliteal all the way up to the inferior vena cava. The physician let it dwell for 24 minutes and started to do thrombectomy after letting it soak. The catheter had difficulty moving over the non-bsc guidewire and was stuck in the patient. The vessel had profound spasm that clamped down on the catheter. The physician could not push and pull back the catheter so he started pushing and pulling harder, however the outer covering of the catheter was stretching before undone. The catheter was pulled harder but about 7 centimeters of the distal tip was separated and stayed in the patient. The physician then obtained ipsilateral access at the femoral vein, went distally and used a snaring device to retrieve the detached tip from the patient's body. It was successfully removed and the procedure was aborted. Furthermore, it was reported that the patient's condition has not changed as of the last communication with the physician, he thinks he will have to address the deep vein thrombosis (dvt) with conservative measures like long term anticoagulation and compression as there was no other acces point that was not thrombosed.

Event description:
It was reported that removal difficulty, tip detachment, and vessel spasm occurred. The target lesion was located in the right distal anterior tibial vein. An angiojet solent omni was selected for a thrombectomy procedure. The catheter was advanced to power pulse tissue plasminogen activator (tpa) from the below knee popliteal all the way up to the inferior vena cava. The physician let it dwell for 24 minutes and started to do thrombectomy after letting it soak. The catheter had difficulty moving over the non-bsc guidewire and was stuck in the patient. The vessel had profound spasm that clamped down on the catheter. The physician could not push and pull back the catheter so he started pushing and pulling harder, however the outer covering of the catheter was stretching before undone. The catheter was pulled harder but about 7 centimeters of the distal tip was separated and stayed in the patient. The physician then obtained ipsilateral access at the femoral vein, went distally and used a snaring device to retrieve the detached tip from the patient's body. It was successfully removed and the procedure was aborted. Furthermore, it was reported that the patient's condition has not changed as of the last communication with the physician, he thinks he will have to address the deep vein thrombosis (dvt) with conservative measures like long term anticoagulation and compression as there was no other acces point that was not thrombosed.